Event description:
The needle broke during the case and the surgeon was able to recover both parts of the needle. A new instrument was used and the procedure completed without further complications. There were no reported tissue damage or ill-effects to the pt.